Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ [inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the spray valve function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had poor water supply. The event was found during preparation for use of a diagnostic procedure. The procedure was done with the same equipment. There was no patient harm associated with the event. The device was returned and evaluated, and foreign material was clogging the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogging of the nozzle. In addition to the nozzle had clogging due to insufficient cleaning, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on the bending section cover had a white-clouded area; the suction connector and the electrical connector were dirty due to water leakage; the adhesive around the objective lens was peeled and had a white-clouded area; the adhesive around the light guide lens had a white-clouded area; connecting tube had discoloration and a wrinkle; and the up/down knob had corrosion. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, if there was delay in the start of the pre-cleaning, if the air/water nozzle was flushed with air and water, if the nozzle is cleaned with lint-free cloths/brushes/sponges or if the air/water nozzle is flushed with detergent solution. It is unknown if there were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.